Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the keypad button response issue was not be duplicated or confirmed. The pump was returned with visible moisture damage in the display lens and no visible damage to the keypad. During testing, all of the keypad buttons were fully responsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. Unrelated to the complaint, the display was discolored. The battery compartment was cracked. The leak test revealed the battery compartment leak. The pump cover was removed and internal moisture was found on the printed circuit board and internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all keypad buttons were under responsive. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.